Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a message displayed from the implantable pulse generator (ipg) that "communication is not established with the system due to an unexpected error". The device remains in use. No patient complications have been reported as a result of this event.